Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The batteries were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system cannot perform any exposure. There was no patient present when this issue was identified.